Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as the patient was unable to inflate prosthesis. A new inflatable penile prosthesis reservoir was implanted. Following the revision surgery, the patient was fine.